Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to cystocele, rectocele, and stress urinary incontinence. It was reported that she experienced pain, infection, urinary problems, bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a resection and revision surgery. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/15/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat urinary, incontinence, erosion, rectocele and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that the patient experienced pain, erosion, urinary problems. It was reported that patient underwent resection and revision to the transvaginal placed synthetic mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.